Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported due to a reported vent inop condition; post timer 24v failure. No patient involvement reported.